Manufacturer narrative:
No conclusion can be drawn at this time as more information is needed. Investigation is ongoing.

Event description:
It was reported that the fifth wheel motor is hanging down to the floor.